Manufacturer narrative:
Nose bleeds are a known potential side effect related to the use of radiofrequency energy on the tissue in the nose. It is listed in the device labeling as a potential adverse effect.

Event description:
The patient is in late 70s (estimated to be 76) with a history of chronic nasal obstruction and chronic rhinitis. The patient was on anticoagulant therapy. The physician believes anticoagulant therapy was discontinued prior to rhinaer treatment. The patient received treatment to the pnn area and the inferior turbinate under local anesthesia in the office. There were no post treatment issues at 2 week follow up. At 1 month post procedure the patient was on vacation and experienced a nasal bleeding event on the left side. The patient went to the ER and was seen by ent physician who referred the patient for embolization of the artery, which stopped the bleeding. The patient was reported to be doing well. No device performance issues were reported.